Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the right ventricular lead exhibited noise. No interventions were performed. The patient was in stable condition.